Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application displayed a message stating to delete the application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a structured query language (sql) error.